Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent unspecified cartridge errors occurred. The customer changed the cartridge to resolve the issue and resume insulin therapy. There was no reported adverse impact to customer's blood glucose level.